Manufacturer narrative:
H.6. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult to operate (not drawing), air bubbles, needle hub separates, plunger rod difficult to move and glucose level on lot # 9273231. Investigation summary: customer returned (57) 1/2cc, 6mm, 31g syringes (17 loose, 40 in sealed poly bags) with the shelf carton from lot # 9273231. Customer states that the needle hub separated when removing shields and some needles would not draw insulin, when administering insulin to her pet, there was a bubble in barrel of syringe, and she is not sure her pet got the complete dosage and was concerned for the pets numbers. Thirty out of 57 returned syringes were tested and no hub assembly separated when the shield was removed. These samples were also able to draw and expel properly without any observed defects with the plunger rod, barrel, or any other component. A review of the device history record was completed for batch# 9273231. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs separated from hub, leaked, and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that needles will suck in air and the full syringe blows out when the needle goes in. After injecting pet, there is a bubble of insulin that comes out on dogs fur. On other occasions the needle hub separated into the shield and the plunger rod is difficult to use. This pr (B)(4) records issues of difficult to operate, air bubbles, separates, plunger rod difficult to move, and glucose level for unknown occurrences. See pr (B)(4) that records issue of incorrect count for occurrence date of (B)(6) 2020. Verbatim: from phone call on 2020-10-09 19:14:05: reached out to consumer in her email, she mentioned lot 0125266, (she did not have any issues with this lot. Just wanted to make bd aware, those, work). Stated, needle hub separated when removing shields and some needles would not draw insulin stated, when admistering insulin to her pet, there was a bubble in barrel of syringe stated, she is not sure her pet got the complete dosage and was concerned for the pets numbers. Did not seek medical because veterinarian is over one hour drive. Stated, her pet is doing well stated, has 4 more bags of 10 that she will not be using lot: 9273231, 2 bags from this box had issues catalog: 324911 date of event: samples: yes, cl. Email received: 2020-10-06 19:47:50: my dog was diagnosed as type 2 diabetic on (B)(6) 2019. After extensive tests, ICU stay and multiple, expensive blood glucose tests, we were finally able to regulate her weight and insulin dosage. This last box of bd needles that I purchased seem to be faulty. The first two syringes seemed to operate properly. The rest of the bag mentioned have had several problems. Sometimes the syringe pulls in air with the insulin, from a brand new vial! Having to reinject and re-pull the insulin. Many, many times the insulin seems to 'blow out' onto the dogs skin from the base of the needle. Or, after injection there is a bubble of insulin where the needle inserts into the syringe. Just day before when I took the protective cover off of a brand new syringe, the needle came off with it. I have also noticed that the plunger is very difficult to give the injection. I have no way of knowing if she has received the proper amount of insulin. We cannot immediately check her bg to make sure that the correct dosage was given. Dogs proper bg after insulin does not register for six hours after injection. And speckles can not tell us she's not feeling well!! When her routine is disturbed like this, it takes weeks to get her back to being regulated!! I keep all used syringes in an empty jar in order to dispose of properly when jar is full. Fortunately, I have most, if not all of the 'faulty' batch. I don't want to purchase the pharmacy ones because I have always known of bd's quality, due to my father being a diabetic. Information from email below: email received: 2020-10-05 10:05:25; lot: 9273231,9273231, 9273231. "Dogs insulin needles will suck in air sometimes and the full syringe blows out where the needle goes in, it's giving the insulin and when I pull the syringe out there is a bubble of insulin that has come out and shown on the dogs fur and yesterday ((B)(6)2020) there was a needle missing out of packaging"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned as of 6 november 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9273231. All inspections and challenges were performed per the applicable operations qc specifications. There were three (4) notifications [(B)(6)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs separated from hub, leaked, and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that needles will suck in air and the full syringe blows out when the needle goes in. After injecting pet, there is a bubble of insulin that comes out on dogs fur. On other occasions the needle hub separated into the shield and the plunger rod is difficult to use. This (B)(6) records issues of difficult to operate, air bubbles, separates, plunger rod difficult to move, and glucose level for unknown occurrences. See (B)(6) that records issue of incorrect count for occurrence date of (B)(6) 2020. Verbatim: from phone call on 2020-10-09 19:14:05: reached out to consumer in her email, she mentioned lot 0125266, (she did not have any issues with this lot. Just wanted to make bd aware, those, work). Stated, needle hub separated when removing shields and some needles would not draw insulin stated, when admistering insulin to her pet, there was a bubble in barrel of syringe stated, she is not sure her pet got the complete dosage and was concerned for the pets numbers. Did not seek medical because veterinarian is over one hour drive. Stated, her pet is doing well stated, has 4 more bags of 10 that she will not be using lot: 9273231, 2 bags from this box had issues catalog: 324911 date of event: samples: yes cl . Email received¿2020-10-06 19:47:50: my dog was diagnosed as type 2 diabetic sept. 2, 2019. After extensive tests, ICU stay and multiple, expensive blood glucose tests, we were finally able to regulate her weight and insulin dosage. This last box of bd needles that I purchased seem to be faulty. The first two syringes seemed to operate properly. The rest of the bag mentioned have had several problems. Sometimes the syringe pulls in air with the insulin, from a brand new vial! Having to reinject and re-pull the insulin. Many, many times the insulin seems to 'blow out' onto the dogs skin from the base of the needle. Or, after injection there is a bubble of insulin where the needle inserts into the syringe. Just day before when I took the protective cover off of a brand new syringe, the needle came off with it. I have also noticed that the plunger is very difficult to give the injection. I have no way of knowing if she has received the proper amount of insulin. We cannot immediately check her bg to make sure that the correct dosage was given. Dogs proper bg after insulin does not register for six hours after injection. And speckles can not tell us she's not feeling well!! When her routine is disturbed like this, it takes weeks to get her back to being regulated!! I keep all used syringes in an empty jar in order to dispose of properly when jar is full. Fortunately, I have most, if not all of the 'faulty' batch. I don't want to purchase the pharmacy ones because I have always known of bd's quality, due to my father being a diabetic. Information from email below: email received¿2020-10-05 10:05:25 lot: 9273231,9273231, 9273231 "dogs insulin needles will suck in air sometimes and the full syringe blows out where the needle goes in, it's giving the insulin and when I pull the syringe out there is a bubble of insulin that has come out and shown on the dogs fur and yesterday (10/04/2020) there was a needle missing out of packaging".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs separated from hub, leaked, and had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that needles will suck in air and the full syringe blows out when the needle goes in. After injecting pet, there is a bubble of insulin that comes out on dog's fur. On other occasions the needle hub separated into the shield and the plunger rod is difficult to use. This (B)(4) records issues of difficult to operate, air bubbles, separates, plunger rod difficult to move, and glucose level for unknown occurrences. See (B)(4) that records issue of incorrect count for occurrence date of (B)(6) 2020. Verbatim: from phone call on (B)(6) 2020: reached out to consumer in her email, she mentioned lot 0125266, (she did not have any issues with this lot. Just wanted to make bd aware, those, work). Stated, needle hub separated when removing shields and some needles would not draw insulin stated, when administering insulin to her pet, there was a bubble in barrel of syringe stated, she is not sure her pet got the complete dosage and was concerned for the pets numbers. Did not seek medical because veterinarian is over one hour drive. Stated, her pet is doing well stated, has 4 more bags of 10 that she will not be using: lot: 9273231, 2 bags from this box had issues catalog: 324911; date of event: samples: yes cl. Email received¿ (B)(6) 2020: my dog was diagnosed as type 2 diabetic (B)(6) 2019. After extensive tests, ICU stay and multiple, expensive blood glucose tests, we were finally able to regulate her weight and insulin dosage. This last box of bd needles that I purchased seem to be faulty. The first two syringes seemed to operate properly. The rest of the bag mentioned have had several problems. Sometimes the syringe pulls in air with the insulin, from a brand new vial! Having to reinject and re-pull the insulin. Many, many times the insulin seems to 'blow out' onto the dogs skin from the base of the needle. Or, after injection there is a bubble of insulin where the needle inserts into the syringe. Just day before when I took the protective cover off of a brand new syringe, the needle came off with it. I have also noticed that the plunger is very difficult to give the injection. I have no way of knowing if she has received the proper amount of insulin. We cannot immediately check her bg to make sure that the correct dosage was given. Dogs proper bg after insulin does not register for six hours after injection. And speckles can not tell us she's not feeling well!! When her routine is disturbed like this, it takes weeks to get her back to being regulated!! I keep all used syringes in an empty jar in order to dispose of properly when jar is full. Fortunately, I have most, if not all of the 'faulty' batch. I don't want to purchase the pharmacy ones because I have always known of bd's quality, due to my father being a diabetic. Information from email below: email received¿ (B)(6) 2020: lot: 9273231,9273231, 9273231. "Dogs insulin needles will suck in air sometimes and the full syringe blows out where the needle goes in, it's giving the insulin and when I pull the syringe out there is a bubble of insulin that has come out and shown on the dogs fur and yesterday (10/04/2020) there was a needle missing out of packaging"